Event description:
A 2.5 mm diameter x 18 mm length endeavor rx stent delivery system was inserted into a patient for treatment of an unk lesion. The lesion morphology is unk. It was reported that the lesion was pre-dilated. It was reported that the physician was unable to cross the lesion. Upon receipt of the device it was found that the catheter was broken into two pieces. No further details have been received. There was no serious injury reported to the patient. Medtronic has received the device and its analysis has been completed. The hypotube was detached 19cm distal to the strain relief. The outer lumen is damaged from the distal end of the conversion bone for 7.5cm distally. Stent is positioned between balloon pillows and inner shaft marker bands. The distal tip is damaged. Please note that this device is distributed outside the united states; however it is similar to the united states distributed product.

Manufacturer narrative:
Evaluation conclusions: lack of information, details unk.